Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that bd autoshield duo¿ pen needle would not attach to the pen. The following information was provided by the initial reporter: it was reported that cannot attach pen needle to pen because the non patient end is bent. Verbatim: spouse of consumer reported, cannot attach pen needle to pen because the "non patient" end is bent. Stated, she is not over tightening. Stated, two boxes were purchased with the same lot but only one box affected.